Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 55904507540, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 55904506545, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 559200008, serial/lot #: (B)(6), product ID: 55904506545, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 55904507540, serial/lot #: (B)(6), UDI#: (B)(4) h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) having spinal therapy. It was reported that patient had pseudoarthrosis. Interventions action subtype: hospitalization action result: new hospitalization action date: (B)(6) 2025 hospitalization end date (B)(6) 2025 action subtype: ae result in any treatment action result: yes action subtype: medication administration action result: yes any of these opiates or narcotics (adjusted or administered) yes action subtype: spinal surgery action result: yes specify the additional spinal surgery additional spinal surgery, (B)(6) 2025 outcome status:recovered/resolved outcome date: (B)(6) 2025 procedure :post surgery narrative: one month post-op, patient started to have back pain, continuous. Lumbar CT on (B)(6) 2025 showed severe screw loosening, l3 and s1, bilaterally with pseudoarthrosis. Site seriousness assessment: congenital anomaly:no death:no disability:no hospitalization: yes, life threatening:no medical or surgical intervention: yes, site related assessment: device: causal relationship, procedure: causal relationship (B)(6) 2026: email 1: additional information was received indicating that screw loosening occurred. One month post-operatively, the patient began experiencing back pain. Lumbar CT revealed severe bilateral screw loosening at l3 and s1, accompanied by pseudoarthrosis. The patient was hospitalized due to adverse event. 2026-feb-05_lsh: additional information has been received about a screw loosening malfunction having with modulex devices.

Event description:
Causal relationship only to cd horizon modulex and no malfunction with the other screws.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.